Event description:
Implant failed due to part/interface does not engage.

Manufacturer narrative:
Follow-up done because of a final root cause determination of the issue.

Event description:
Implant failed due to part/interface does not engage. Follow up done because of a final root cause determination of the issue.